Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The drive gas check valve was replaced and confirmed main breathing manifold poppets were not sticking. The unit was returned to service.

Event description:
The hospital reported the unit intermittently alarmed 'cannot drive bellows'. There was no report of patient involvement.